Manufacturer narrative:
Correction: g4.

Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation breach due to friction with the device can from 8.1-8.3 cm from the connector pin

Event description:
This report is to advise of an event observed during analysis.